Event description:
It was reported that a patient presented to the emergency room after receiving a shock. The transmission suggested that the right ventricular (rv) lead had dislodged causing inappropriate shock. Chest x-ray was performed and confirmed rv lead dislodgement. Durig lead revision on (B)(6) 2025, the rv lead helix was unable to retract, the physician elected to explant and replace the rv lead. The patient was stable following the procedure.

Event description:
Additional information received indicates that because the right ventricular lead was pulled back there was oversensing.